Event description:
In 2001, the patient underwent a right total knee arthroplasty for treatment of osteoarthritis. Pt did well until event day when they felt pain in their knee and presented to the emergency department. They were subsequently hospitalized and placed in IV antibiotics.